Manufacturer narrative:
The insulin pump was unable to prime during the priming test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. There was no motor error alarm on the device. The motor passed the motor test. The excessive no delivery alarm was unable to be confirmed due to prime anomaly. The insulin pump passed all operating currents tested within specifications range and passed the off no power test. The insulin pump was monitored and tested with no low battery alert. The insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and severely scratched display window.

Event description:
Customer reported via phone call motor error alarm, low battery alarm and no delivery alarm on the insulin pump. Customer's blood glucose level was 170 mg/dl. Troubleshooting for low battery was performed. Customer advised they received no delivery alarm followed by motor error alarm. Customer advised the battery is less than 3 weeks old and has 2 bars left on the battery indicator. Troubleshooting for no delivery was performed. Customer resolved the issues with a complete set change. Customer declined to return the infusion set and reservoir for analysis. Troubleshooting for motor error alarm was performed. Customer advised they received a motor error alarm during a bolus attempt. Customer's alarm history showed 8 motor error alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.